Event description:
The customer reported that there was a 'system error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. On site investigation involved evaluation of system connections and voltages. The system was tested and found to be working as intended and put back into service.